Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 4.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. A non-boston scientific 6f guide catheter and a guide catheter extension were also used. During advancement, the device shaft became kinked, leading to increased resistance. An attempt was made to straighten the shaft; however, during the procedure, the shaft broke. However, during the procedure, the shaft broke. An attempt was made to straighten the kinked shaft, and a resistance was encountered during advancement. The device was normally removed, and the procedure was completed with another of same device. No complications were reported, and the patient remained stable throughout and following the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection confirmed a break in the hypotube, accompanied by multiple kinks on both sides of the break. The break was located 54.9 cm distal to the distal end of the strain relief. No kinks or damage were observed in the shaft's polymer extrusion. Detailed microscopic examination of the balloon material revealed no tears or pinholes. Additionally, the proximal and distal marker bands showed no signs of damage under magnification. The distal tip was also intact, with no evidence of tip damage. No other device-related issues were identified during the returned product analysis.

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 4.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. A non-boston scientific 6f guide catheter and a guide catheter extension were also used. During advancement, the device shaft became kinked, leading to increased resistance. An attempt was made to straighten the shaft; however, during the procedure, the shaft broke. The device was normally removed, and the procedure was completed with another of same device. No complications were reported, and the patient remained stable throughout and following the procedure.